Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons would not respond, after the insulin pump may have been exposed to rain water. No significant events leading up to the alarm were recalled. The customer's blood glucose was 183 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.